Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving gablofen (baclofen), concentration 2000 mcg/ml at dose/frequency of 12.4 mcg/day via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that an alarm was not heard and was confirmed by telemetry. It was reported that the patient came in the day of this report for a refill and after she interrogated the pump, she was seeing the pump was currently in safe state. The technical service specialist (tss) asked if they had heard the pump alarming, the hcp stated she did not. The hcp reported a critical alarm occurred, low battery reset occurred, reset occurred and safe state occurred. The hcp stated that she was also seeing the commands that occur after a pump is updated the same day the pump should have started critically alarming. The hcp stated she did not see the patient that day and did not think the patient had anyone update the pump. The following troubleshooting was done on the call: pump logs were checked. The tss reviewed the following troubleshooting considerations: consider replacing the pump, consider managing the patient by other means (ex. "Po" meds), consider programming out of the reset, have pump sent back to the manufacturer for analysis. The hcp was redirected to follow up with a surgeon to schedule a replacement. The hcp stated the patient had not complained of any symptoms but the patient did also have cognitive issues. The hcp stated the patient was originally receiving 396.4 mcg/day before the pump went into safe state. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient's medical history included adenocarcinoma, breast cancer, familial spastic paraplegia, and a neurogenic bladder. The pump was replaced on (B)(4) 2017.

Manufacturer narrative:
Section 'device' refers to the main device, other concomitant products include: product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found a high resistance battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was replaced on (B)(6) 2017 and the old pump was to be returned to the manufacturer. The cause of the low battery reset was unknown.